Event description:
It was reported the patient experienced ineffective stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted. The physician intended to also explant the patient's leads; however, the leads remain in place due to the patient's scar tissue. The actual event date is unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.